Manufacturer narrative:
G4: premarket / 510(k) #: k141521, k141597. Investigation results device analysis findings: upon receipt at our post market quality assurance laboratory, the 7.0 x 40, 75cm mustang balloon catheter was examined. Visual examination revealed a longitudinal tear that was identified in the balloon material. The tear measured approximately 33mm in length and extended from a position 9mm distal of the proximal markerband to 4mm distal of the distal markerband which confirms the event. Device history record (DHR) review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a review of the 7.0 x 40, 75cm mustang balloon confirmed that the reported event is a known event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of adverse event related to patient condition.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mild calcified common iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon fourth inflation at 13 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and mild calcified common iliac artery. A 7.0 x 40, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon fourth inflation at 13 atmospheres for 30 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
G4: premarket / 510(k) #: k141521, k141597.